Manufacturer narrative:
Additional information was received to correct the aw date of the event. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
Additional information was received to correct the awareness date .

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Trend analysis: n/a as no reference number of the screws was available. Device history records (DHR): the DHR check could not be performed as the lot number of the screws was not available. Trend analysis: n/a as no reference number of the screws was available. Device history records (DHR): the DHR check could not be performed as the lot number of the screws was not available. Event description (event details, per) - event summary: it was reported that the anklefix system was implanted on (B)(6) 2016. On (B)(6) 2016 a surgery took place due to screw migration. After 3 months of implantation the anklefix plate was broken and revision took place on (B)(6) 2016. The plate breakage is treated in complaint (B)(4). Review of received data - two x-rays dated (B)(6) 2016: two x-rays were sent prior to the implantation. The x-rays are in poor quality. On the x-rays 2 existing screws and a staple can be seen. -two x-rays dated (B)(6) 2016: 1 x-ray ap view and 1 x-ray lateral view were received. An anklefix plate with several screws was implanted. A good fixation of the plating system can be seen. -two x-rays dated (B)(6) 2016: 1 x-ray ap view and 1 x-ray lateral view were received. Two implanted screws on the distal end of the plate (plate head) are loosened. -two x-rays dated (B)(6) 2016: 1 x-ray ap view and 1 x-ray lateral view were received. The two loosened screws were retightened. An additional screw (charlotte screw was implanted). This is not a zimmer biomet screw. -two x-rays dated (B)(6) 2016: 1 x-ray ap view and 1 x-ray lateral view were received. The breakage of the anklefix plate can be seen. The breakage is located in the middle part of the plate. -two x-rays dated (B)(6) 2016: 1 x-ray ap view and 1 x-ray lateral view were received. A new nailing system was implanted with several screws. No product information provided about the intramedullary nailing system. - surgical report of implantation dated (B)(6) 2016: diagnosis: post-traumatic osteoarthritis, right ankle/foot. During the surgery a small ulceration centrally in the small clavus was detected. The ankle joint was completely unstable with ventral subluxation. The subtalar joint and ankle joint were cleaned and freed up to implant an anklefix plate stretching from the calcaneus and up over the tibia. Some bone had to be gouged out from the talus, calcaneus and tibia. The plate was fixed to the calcaneus with four screws. Compression was applied which the plate was also fixed to the tibia with six screws and to the talus with four screws. The subtalar gap was solved with bone taken from the tip of the fibula, talus and calcaneus. Surgical report for screw migration dated (B)(6) 2016 diagnosis: after 1 month the patient had pain. X-rays shows that the screws in the distal calcaneus have loosened and backed out. The screws distally are completely loose and can be removed. The screws that are still in place are also somewhat loose. Some of the screws are changed to achieve bicortical passage. One or two screws were replaced and the other screws can be screwed in very tightly. An extra screw is placed through the gliding hole of the plate. All screws are vigorously retightened. The system is now completely stable. To further secure the subtalar joint a charlotte screw from the distal lateral calcaneus up through the talar column was placed. Surgical report of explantation dated (B)(6) 2016: diagnosis: plate breakage after 3 months (the plate breakage is treated in complaint (B)(4).) The broken plate and screws were removed. The subtalar joint is completely healed and stable, while the ankle joint is completely open. After the plate removal an ankle arthrodesis was done with using an intramedullary nail. No further information was provided about the implanted nailing system. The manufacturer is unknown. Visual examination: the two migrated screws were removed and replaced on (B)(6) 2016 and have not been returned to zimmer biomet for investigation as they were discarded at the hospital. However, fifteen screws were sent back for investigation (these screws were removed during the removal of the plate breakage on (B)(6) 2016). Eleven screws out of fifteen are locking screws and the other four are standard screws. All received screws shows no relevant damages or deformations. The thread and the torx connection of each screw shows no abnormalities. Review of product documentation: - the compatibility check was performed from surgical technique sap doc. 97-8779-013-00 and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw # 312705, rev 2: - implant migration due to MRI interacts with titanium implant components. Not possible -> it is not mention that a MRI was performed. - inadequate fixation force and fixation durability due to wrong plate side due to user´s inappropriate selection => possible, it is possible that during the implantation the surgeon did an inadequate fixation. - instability of arthrodesis due to failure to drill bicortically => possible, it is possible that the surgeon had some difficulties in screw insertion. - failure of surgery due to insufficient warning of side effects. Not possible -> no issue noted with of side effects. Conclusion summary: it was reported that two screws were migrated from the plate one month after implantation. On the x-rays dated (B)(6) 2016 it can be seen that two screws on the distal end of the plate (plate head) are migrated. The surgical report dated (B)(6) 2016 describes that two screws were removed and replaced. The migrated screws were discarded after the surgery performed on (B)(6) 2016. The visual examination of all other returned screws (surgery performed on (B)(6) 2016 - plate breakage) do not show any abnormality. It can be that the screws were not tightened according to surgical technique during the implantation. However, an exact root cause for the screw migration after one month of implantation could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. One x-ray picture was received and will be reviewed within the investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown ankle plate together with unknown screws on (B)(6) 2016. It was seen on the follow-up post x-rays that screws had migrated and a revision surgery was performed on a unknown date to fix the screws again. It is unknown how many screws had migrated. The date of event field was left empty as the revision date is unknown, note: the same patient is treated in (B)(4) for ankle plate breakage occurring after the present incident.

Manufacturer narrative:
The same patient is treated in (B)(4) for ankle plate revision due to breakage performed on (B)(4) 2016. The plate and screws were received for investigation. However, the migrated and exchanged screws for the case at hand were not received, according to the information provided, it was discarded at hospital. Surgical reports and x-rays were received. It will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a ankle fix plus ti-plate, standard, right together with titanium locking screws (ref and lot unknown) on (B)(6), 2016. It was seen on the follow-up post x-rays, that at least one screw had migrated and a revision surgery was performed on (B)(6) 2016. It is unknown how many screws had migrated and were exchanged on (B)(6) 2016. The same patient is treated in (B)(6) for ankle plate revision due to breakage performed on (B)(6) 2016.